Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated a bolus of 0.55 units to cover 30 grams. Review of the pump settings verified that due to user error the customer input the inaccurate carbohydrate ratio for the 12 pm time settings. The customer entered 1:55 instead of the intended 1:11 carb ratio recommended by the healthcare provider. Blood glucose level was 500 mg/dl. Tandem technical support assisted the customer with inputting the accurate pump setting.